Event description:
The surgeon notified a company's sales representative that the pt had a "rotational hinge breakage" of her mets distal femur replacement implant. A revision surgery with a new mets distal femur replacement implant is tentatively scheduled for early on (B)(6) 2014.

Manufacturer narrative:
The implant is currently in situ; the revision is tentatively scheduled for (B)(6). The company has requested return of the explanted device for eval. This investigation is on-going and a supplemental report will be submitted.